Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the unit failed extended self-test with error code message of crossover circuit fault. There was no patient involvement.